Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited a loss of capture and an increase in thresholds. A microdislodgement was suspected. The physician elected to monitor the lead, and at a recent device check, the lead exhibited capture and thresholds within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.